Event description:
Customer reported an incident, where the heparin pump had not given an alarm for being empty during treatment with no error codes. The monitor did not alarm for heparin pump empty, for the rest of the three-day treatment. After replacing the set, and the pt having been moved to another monitor, the engineer checked the monitor and could not see or find a malfunction. There was no blood loss reported.

Manufacturer narrative:
There was no pt injury or clinical consequences to the pt reported. A gambro technical services representative has evaluated the machine. Gambro renal product has requested a copy of the work order and additional info relating to this incident. The downloaded machine data files are unavailable. An investigation is ongoing. A final report will be submitted once the investigation is concluded.